Manufacturer narrative:
(B)(4). Batch #u5a66p. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with two ecr60d reloads (b & c) not loaded on the device. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reload b and c: ecr60d, fully fired, t5ex72. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy, after severing the lung tissue with pse60a + ecr60d, staples were malformed with irregular shapes and tissue plowing. Changed to another ecr60 reload, but still had the same issue. Another new device was used to complete the procedure. There was no patient consequence reported. No additional information could be provided.